Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of a broken cable. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attribute to a component failure. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.056¿ - 0.750" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the cadiere forceps (part#470049-06/lot#n10191014 0122) was performed. Per logs, the instrument was last used on (B)(6) 2020, on system (B)(4). The instrument has 10 maximum allotted uses. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history found no other complaints for this instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because of the following: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps was found to have a broken cable. A similar instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.